Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting and recommended testing system integrity. Additional information obtained indicating that the physician will continue to monitor the patient for high voltage impedance. The rv lead remains in-service. No adverse patient effects were reported.

Event description:
Subsequent information received that another red alert was detected for high, out of range shocking lead impedance measurement. This is an ongoing issue. Additional information indicated that the patient was brought in and no noise was observed on the system. With this, no necessary action was taken on this event. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.